Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat the right coronary artery. A 2.5 x 15 mm xience sierra stent delivery system (sds) was used; however, it became stuck with an unspecified guide wire during advancement. Therefore, the devices were removed as a single unit and another 2.5 x 15 mm xience sierra sds was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant medical products: guide wire: 3cm balance middleweight. The device was returned. A 3 cm abbott balance middleweight guide wire was returned frozen in the guide wire lumen of the sds confirming the reported difficult to position and the reported difficult to remove. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Additionally, the interaction with the guide wire and subsequent difficulties (manipulation) caused the additional identified damage to the device (multiple bends in the entire length of the hypotube). There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the combo report, additional information was received. Device analysis of the xience sierra sds revealed that an unknown balance middleweight (bmw) guide wire was returned stuck inside the sds. The account later reported that it was a 3 cm bmw guide wire. No additional information was provided.